Event description:
It was reported that there was leakage from the hub of the syringe with an unspecified bd 3ml syringe¿. The following information was provided by the initial reporter: while giving injection, I noticed medication squirted from the hub of syringe. Background: pt was in for a 1 year checkup. This was a routine vaccine. Assessment: I informed md and she advised vaccine needed to be repeated since I did notice that entire fluid was not administered. Recommendation: mother agreed to the second dose. She, herself noticed that all of the fluid came out of the syringe. Per md recommendation, dose was repeated.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage from the hub of the syringe with an unspecified bd 3ml syringe¿. The following information was provided by the initial reporter: while giving injection, I noticed medication squirted from the hub of syringe. Background: pt was in for a 1 year checkup. This was a routine vaccine. Assessment: I informed md and she advised vaccine needed to be repeated since I did notice that entire fluid was not administered. Recommendation: mother agreed to the second dose. She, herself noticed that all of the fluid came out of the syringe. Per md recommendation, dose was repeated.